Event description:
(B)(4). Ever since I had essure placed I bled non stop! I had constant abdominal pain and sharp stabbing pain when I bent over. I had headaches everyday, over time I started having lower back pain, sex life was ruined and getting rashes. I gained 40+ pounds while I had essure. I didn't want to get off the couch all day, I was miserable! I had no life basically. Couldn't play with my kids or take them out to do stuff. Finally in may/june 2014 I went to see my ob-gyn and he said he would do a hysterectomy on (B)(6) 2014. So at (B)(6) old I had to have a hysterectomy (body parts removed!!). I may have been done having kids when I got essure but in no way, shape, or form did I want my life ruined and to lose part of what makes me a woman!